Event description:
On (B)(6), 2026, senseonics was made aware of an incident in which the user reported a high glucose event. The user provided an example indicating a sensor glucose value of approximately 177 mg/dl and a blood glucose value of approximately 241 mg/dl around 7:11 am. The user did not seek professional medical treatment and reported resolving the event independently by administering insulin. The user's healthcare provider was not aware of the event, and the user was advised to follow up with their healthcare provider for medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.